Event description:
It was reported that the gastrointestinal videoscope exhibited image interference. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 - address: (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.